Event description:
It was reported, the pump device set was explanted due to infection additional information later reported per the operative report on (B)(6) 2013, the patient¿s preoperative diagnosis was csf leak from the back wound and a malfunctioning pain pump. The patient was taken into surgery. During the procedure, it appeared that there was some necrotic tissue deeper than skin which indicated that there could be infection. It was also noted that the intrathecal catheter was lying in the wound including the tip. Per the report, apparently, the intrathecal catheter had been misplaced from the intrathecal space into the back wound. Debridement of the tissue was done and all the cultures were taken including the cultures of the intrathecal catheter. It was decided to not insert a new intrathecal catheter until they were sure that there was no infection. And they decided to remove the catheter without removing the pump. Before the patient was sent to the recovery room, the pump was shut down to a minimum flow. The patient was started on the antibiotic. On (B)(6) 2013, the patient¿s preoperative diagnosis was infected morphine pump, left lower quadrant of the abdominal wall. The patient had the pump removed and debridement of the pocket for the pump. The patient was sent to the recovery room in satisfactory state. On (B)(6) 2013, per the consultation report, the patient, on (B)(6) underwent morphine pump insertion. The patient reported the catheter tip was infected and was subsequently removed. The patient came to the hospital with pain and redness at the morphine pump site. The patient was taken to surgery and the pump was removed. Historically, the morphine catheter was infected with (B)(6). The patient stated they were treated with keflex and clindamycin at that time. On the review of symptoms the patient reported pain, redness and blistering at the morphine pump, also abdominal pain at the pump site. On the hpc¿s exam the surgical wound was well approximated and back examination revealed well-healed surgical wound. A wound culture was obtained (B)(6) 2013. The hcp stopped the vancomycin and started the patient on oral doxycycline 100 mg every 12 hours as the patient was interested in going home (B)(6) 2013. The hcp planned to follow culture outpatient basis and would adjust the antibiotics as needed.

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 85 96sc, serial# (B)(4), implanted: 2013 (B)(6). (B)(4).